Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that error c-34 occurred on vio dv integrated electrosurgical unit (iesu). Tse confirmed error c-34 in the logs. Site was unable to use the iesu to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 errors on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode.